Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker and another manufacturer's right atrial (ra) and right ventricular (rv) lead exhibited out of range pacing impedance measurements. Further investigation noted that the out of range measurements corresponded with a revision procedure related to the rv lead. Following the procedure, high out of range ra pacing impedance measurements greater than 2,000 ohms was observed. Additionally, the lead vector was switched due to a signal artifact monitor (sam) event. The patient was noted to be in atrial fibrillation (af). Boston scientific technical services (ts) discussed that the sam event was likely a false/positive event due to the detection of af. Ts discussed programming options. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
It was reported that the root cause of the out of range pacing impedance measurements was not determined. Programming changes were made to program minute ventilation and auto vector select on. Monitoring will be continued.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the root cause of the out of range pacing impedance measurements was not determined. Programming changes were made to program minute ventilation and auto vector select on. Monitoring will be continued.